Event description:
No additional information.

Manufacturer narrative:
Correction: (d.4.) Device lot # is unknown investigation results: a complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. A retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd closed intravenous indwelling needle leaked on (B)(6) 2020, at approximately 8:30 am, a pediatric nurse inserted an IV catheter into a pediatric patient. The site had been inspected prior to insertion. However, during the administration of saline solution, leakage was observed at the base of the catheter. Use of the catheter was immediately discontinued.